Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -9.5 diopter into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to lens subluxation by marfan syndrome. Reference MFR report 2023826-2019-02427 for initial lens.

Manufacturer narrative:
Additional information: h3-device evaluation-lens returned dry in a microcentrifuge vial with clear surgical residue on product. Visual inspection found no visible damage to lens and residue on the lens. Claim# (B)(4).